Event description:
Consumer reports erratic readings on their paradigm link meter. Analysis run on clark error grid using mean average reading (407) as ref. Point vs. Bd readings of 145, 541, 535 yielded data points in the c/d range of the grid, outside acceptable ranges.